Manufacturer narrative:
Upon review of the device history records for the serial number, (B)(4), it was determined that the device was manufactured on 02/17/2009 and the one (1) year warranty period has expired. As the device is at its end of life and no repairs are available for the video baton, the customer elected to replace the glidescope ranger video baton 3-4. The ranger video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the image would cut out intermittently. Reportedly a back-up ranger video baton was used to complete the procedure. However, the length of the delay was not reported. No harm to patient or user was reported.